Event description:
Pt reported that the catalog number and lot number, printed on the strip vial, had rubbed off. Pt's blood glucose was not affected and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.